Manufacturer narrative:
The user facility reported to have repaired the ventilatory by replacing the back light. The ventilator has been returned to clinical use without further incident. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank screen while being used on a pt. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.